Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use instruct that completely depleting the battery charge when operating on batteries will cause the pump to stop and blood pumping to cease which may cause a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the emergency room (ER) because of inadvertently running out of power. The patient was brought to the ER after his companion noticed that the patient did not look normal and when checking the system controller, observed a clock not set prompt on the display screen. The patient had replaced power prior to going to the ER. During admission, hospital personnel confirmed the reported alarm and proceeded to set the clock. The patient's pump parameters were normal. The patient was reported to be symptomatic. A review and analysis of the submitted log files by a representative of the technical services team, confirmed that once the emergency backup battery (ebb) had engaged due to a no external power alarm on (B)(6) 2015 at 2:40:38 am, the system controller went into a power saver mode. The ebb appeared to have been engaged until (B)(6) 2015 at 3:02:14 am, when there was a pump stoppage once the ebb ran down. At this point, the system controller reflected a time base fault alarm, causing a time and date reset.